Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit tipped over and the screen went blank.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had unit tipped over, screen is blank. There was no patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit he assessed the physical damage parts on order and returned with parts, also he replaced malfunction parts assy, fiber optic, rohs and assy, top level display, new coiled cord and performed pm please see attached pm so for measurement details unit passes all functional checks and the unit is returned to clinical use.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit tipped over and the screen went blank. There was no patient involvement.